Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leaking oxygenator during priming of the xlung kit 230. The user noticed saline solution leaking from the temperature measurement port. There was no patient involvement. The complaint sample was not available for product evaluation.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: non-conformity related to the reported failure was not observed during the manufacturing process. No similar complaints have been reported for this batch number. The complaint sample was not returned for evaluation, and no photographs of the leak were available. As a result, a definitive cause could not be determined.

Event description:
A user facility reported a leaking oxygenator during priming of the xlung kit 230. The user noticed saline solution leaking from the temperature measurement port. There was no patient involvement. The complaint sample was discarded onsite and not available for product evaluation.